Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82193114 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx 5mm4cm155 percutaneous transluminal angioplasty (pta) dilation catheter ruptured at 14-15 atm while treating a left femoral artery occlusion. The device was replaced with a same size, non-cordis drug coated balloon catheter to complete the procedure. There was no injury reported to the patient. The balloon was removed intact without any issues. No kinks or other damages were noted prior to inserting the product into the patient. The product was stored properly according to the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally and maintained negative pressure. The vessel had moderate tortuosity, moderate to severe calcification in parts of the lesion, and 99% stenosis as it was a chronic total occlusion. An approach was made from the right femoral artery. The catheter was never in an acute bend. The balloon catheter did not kink while being used. A 6f non-cordis guiding sheath was inserted and an unknown 0.014 guidewire crossed the stenosis. Visipaque contrast media was used, with a non-cordis indeflator which was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve, or while inserting the balloon through the guide catheter. An unknown balloon catheter performed pta, and then the saber pta was inserted, inflated, and ruptured. Additional procedural details were requested but not provided. The device will not be returned for evaluation as it was previously discarded in the hospital.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6 as reported, a saber rx 5mm x 4cm155 percutaneous transluminal angioplasty (pta) dilation catheter ruptured at 14-15 atm while treating a left femoral artery occlusion. The device was replaced with a same size, non-cordis drug coated balloon catheter to complete the procedure. There was no injury reported to the patient. The balloon was removed intact without any issues. No kinks or other damages were noted prior to inserting the product into the patient. The product was stored properly and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally and maintained negative pressure. The vessel had moderate tortuosity, moderate to severe calcification in parts of the lesion, and 99% stenosis as it was a chronic total occlusion. An approach was made from the right femoral artery. The catheter was never in an acute bend. The balloon catheter did not kink while being used. A 6f non-cordis guiding sheath was inserted and an unknown 0.014 guidewire crossed the stenosis. Visipaque contrast media was used, with a non-cordis indeflator which was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve, or while inserting the balloon through the guide catheter. An unknown balloon catheter performed pta, and then the saber pta was inserted, inflated, and ruptured. Additional procedural details were requested but not provided. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82193114 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate to severe calcification and stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.